Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. The system checked out satisfactorily. It was recommended that the users delete unneeded patient exams from the database if feasible. The patient database currently contains 363 exams. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the user was having difficulty connecting the image acquisition system (ias) and mobile view station (mvs) on the imaging system. The user reportedly "wiggled the umbilical cable" and was able to establish a connection. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs indicate instances of the umbilical disconnected and connected events which could be attributed to a connection issue. However, a root cause could not be determined from log analysis.